Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of device air in line alarm was confirmed. The root cause of the reported condition was due to a damaged air sensor. To correct the issue the air sensor was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.